Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two years ago with a blood glucose level of blood glucose of 800 mg/dl due to a bent cannula. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin. The customer was not wearing the insulin pump during their hospital stay. The insulin pump will not be returned for analysis.